Manufacturer narrative:
The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio iq meter was reading inaccurately high compared to feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation.the patient stated that the alleged meter issue began on (B)(6) 2017, about 5:00pm when he obtained a result of 160mg/dl using the subject device. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient stated that he manages his diabetes with insulin (self-adjuster) and reportedly took insulin in response to obtaining the alleged high result. The patient stated that around 30 minutes after the alleged product issue began he developed symptoms of ¿disorientated and unconsciousness¿ and was taken to ER where his blood glucose was measured using the ER meter which provided the reading of 42mg/dl. The patient stated that he was treated with unspecified IV fluids from an hcp. The patient was unable to recall the exact time of treatment. At the time of troubleshooting, the csr determined that the meter was set with the correct unit of measure. Replacement products were sent to the patient and requested back for evaluation.this complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began and subsequently received medical intervention from a healthcare professional after the alleged device issue occurred.